Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated atellica im high-sensitivity troponin I (tnih) results obtained on 2 different samples from the same patient. The samples resulted normal on an alternate method (troponin t). The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating. MDR 1219913-2022-00360 was filed for the same issue.

Event description:
The customer obtained elevated results on 2 different samples from the same patient using the atellica im high-sensitivity troponin I (tnih) assay. The elevated results were considered discordant compared to lower results obtained on a non-siemens troponin t test method. The initial atellica im tnih results were reported to the physician(s) and were questioned. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih patient results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00359 initial report on 2022-11-02. Additional information 2022-11-14 siemens has concluded the investigation for an outside of the united states (ous) customer for elevated atellica im high-sensitivity troponin I (tnih) results. The customer observed elevated (> IFU 45 pg/ml 99th%) tnih lot 068 results compared to the lower (<14 ng/l cutoff) alternate method testing results. Quality control (qc) was within acceptable limits indicating a patient/sample specific cause. The alternate method is testing troponin t versus the atellica im tnih, which is testing troponin I. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. The samples could not be returned to siemens for testing because they exceeded guidelines in the storing the specimen section of the assay instructions for use (IFU), so no further investigation is possible. Per the elevated tni values in patients without ami section of the IFU, there are conditions other than acute myocardial infarction (ami) that are known to cause myocardial injury and elevated values. Per the limitations section of the IFU, "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." Siemens cannot rule out an interfering substance, such as a heterophile antibody, as the cause for the elevation. A product problem has not been identified. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2022-00360 supplemental 1 was filed for the same issue.